Manufacturer narrative:
Under water leak testing disclosed a leak in the catheter tubing. Under microscopy, a square edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leak was a penetration of the catheter tubing probably caused by contact with a sharp edged object. The catheter tubing damage may have occurred prior to or during balloon insertion.

Event description:
The iab was inserted into the patient on 12/10/96. On 12/11/96 after iabp for 30 hours, the "leak in iabp catheter circuit" alarm sounded from the pump and blood was noted in the iab catheter. The iab was removed and a second iab was inserted on 12/13/96.